Event description:
Patient received approximately 900cc of formula within 3 1/2 hours. Patient was receiving diabetisource ac. Pump was set at 45 cc/hour 1/4 strength. Water was set at 150cc every 4 hours, nurse hung bottle at 6pm went into room at 9:30 and bottle only had 100cc left in bottle.